Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen on the patient's atrial lead. The clinician stated that the noise was reproducible at times within clinic isometric testing, and noted that the atrial sense configuration had been unipolar since the implant. Technical services was contacted, in which they recommended to monitor the patient. It was unknown if any action had been taken. The patient's status was unknown, no patient symptoms were reported.